Event description:
The patient experienced ongoing inconsistent therapeutic results for treatment of spasticity. At times, the patient had increased tone and at other times signs and symptoms of overdose with hospitalization. No rotor or dye study was done. The catheter was determined to be intact. The pump was replaced related to `symptomatic inconsistent therapy` and to avoid in-vivo battery depletion. The patient outcome was reported as `no injury, recovered without sequela.`

Manufacturer narrative:
The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.